Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display with battery in or out of pump. The customer¿s blood glucose level was 209 mg/dl. Customer states that his keypad is not responding to commands. Customer also states he got up to go to restroom when alarm went off .troubleshooting was performed for frozen display and noticed the time clock does not advanced . Customer states pump screen is not completely blank. Customer is calling back with a frozen display after installing a new battery for previous frozen display issue. Advised the pump will need to be replaced the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.